Manufacturer narrative:
If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope. Additional information was noted that the patient passed away. There were no allegations against the device and no documented information from the field confirming the patient passed away.